Event description:
Japan alliance registry. It was reported that revascularization of the target lesion occurred. On (B)(6) 2023 the target lesion which was located in the right coronary artery (rca) was treated using an agent dcb mr 2.00 x 20mm. Following the procedure on (B)(6) 2023, it was noted that symptoms of dyspnea were still present despite treatment. On (B)(6) 2024 the patient underwent treatment of the target lesion again by having a non-boston scientific stent implanted successfully.